Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead had elevated sensing integrity counter (sic) and false non-sustained ventricular tachycardia episodes. In addition, it was noted that the lead was attempted to be implanted beyond the expiration date. The lead was capped and a new lead was placed on the patient's opposite side. No patient complications have been reported as a result of this event.